Event description:
During prep a hole was detected in the shaft of this device. Reportedly, "a continuous stream of air bubbles were coming out". There was no pt involvement. The device is being returned for co's analysis.